Event description:
Procedure: cystectomy. According to the rptr: the endo gia got caught in 12mm ports and cracked the ports. The surgeon removed the trocar with the staplers. In taking down the right lateral vesical pedicle, the dr used the endo gia stapler. It failed to control the pedicle, bleeding occurred necessitating add'l rapid hemostatic measures, which was accomplished laparoscopically. The stapler jaws got deformed making it impossible to remove the stapler through the trocar, shearing the trocar sheath in the process, and prolonged the or time by about 45 mins. The entire trocar had to be removed, and a new one inserted. The procedure was completed with another device.